Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. The customer biomedical engineer took the ventilator out of service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 alarmed and showed "going into critical ventilation mode" the unit was reported to continue delivering breaths to the patient. The patient was bagged, and the short self-test (sst) was run on the unit and the patient was placed back on the unit. Around 2 a.m., the screen went blank and the ventilator shut down. The unit was reported to stop ventilation. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.